Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician elected to replace the atrial and ventricular leads. Low, out of range impedance and frequent noise episodes were observed on the atrial lead. Intermittent loss of capture, noise, and low, out of range impedance were observed on the ventricular lead. The leads were capped and replaced on (B)(6) 2019. The patient was discharged.

Event description:
Related manufacturer reference number: 2938836-2019-02386. Additional information indicates that noise and low impedance were initially observed during a clinic follow-up.